Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the ¿ok¿ button was under responsive and there was damage to the keypad cover. It was reported there was no evidence of moisture or corrosion in the pump and no delivery issue was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with audible and vibratory features. The keypad cover was peeling and all the buttons were unresponsive. Unable to test the bolus button due to the issue with the keypad buttons. The cover was removed and damages to the keypad button connector wire were observed.